Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete essential testing) has been confirmed. Upon investigation the cable trunk cable was severed and missing. The root cause for severed cable was physical abuse. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.